Event description:
It was reported that during a procedure, the laser system stopped suddenly and the fiber was noticed to be burned next to the connector; a black spot was observed. The fiber was replaced and the case completed using a second fiber. There was no injury reported.

Manufacturer narrative:
Fiber analysis: the fiber was found to be broken and separated from the connector. The fiber tip looks broken; the blue outer sheath is severely burnt. The most probable root cause of the device failure was determined to be excessive bending/user handling and/or heat accumulation due to anatomical/procedural factors encountered during the procedure.